Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (damaged) issue. The reporter alleged there were scratches on the display and they were unable to read it. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/16/2016 with the following findings: during investigation, no damage was found to the display lens. Unrelated to the original complaint, the pump was powered on to a dim display with a red hue.